Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an air in line (ail) printed circuit board that was out of calibration. To correct the condition, the pump was tested and passed the ail 2 min run test. No repairs were needed. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.